Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy. Technical services (ts) was consulted and reviewed stored data, with oversensing of noisy signals noted. The device had its sensing settings reprogrammed. Technical services (ts) advised the patient perform a patient initiated interrogation to get additional data so reprogramming results can be further evaluated. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy. Technical services (ts) was consulted and reviewed stored data, with oversensing of noisy signals noted. The device had its sensing settings reprogrammed. Technical services (ts) advised the patient perform a patient initiated interrogation to get additional data so reprogramming results can be further evaluated. This device remains in service. No additional adverse patient effects were reported. At a later date, ts was consulted and intermittent oversensing of noisy signals is still noted. The available sensing vectors were examined, with low amplitude noted for the alternate sensing vector. Ts discussed stored data as well as available programming options, with further in clinic examination recommended. This device remains in service. No adverse patient effects were reported.